Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient¿s outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection of a bladder tumor (turbt) procedure, the patient sustained a perforation of the bladder. No further information was provided, but there were no reports of any device malfunctions and the turbt was completed with the same set of equipment. The patient was subsequently hospitalized.

Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation. Therefore, the investigation/evaluation was performed exclusively on the basis of the information provided by the customer. There were no reports of any malfunction of the generator. Based on the information available, the exact cause of the reported phenomenon and the patient¿s outcome could not be determined and is being judged as unknown. However, a material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results.